Manufacturer narrative:
(B)(4). The device was returned and evaluated by the product analysis laboratory (pal). The increased intra-peritoneal volume (iipv) was confirmed by the review of the logs. The cause of the iipv was determined to be one or more cycles advances to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was determined to meet functional and electrical performance specification requirements per return instrument test/evaluation (rite) testing and was sent for service. This complaint is related to (B)(4). If additional relevant information is received, a follow up will be submitted.

Event description:
During a review of the logs of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified during cycle 5. The patient's largest prescribed fill volume (lpfv) was 2500ml and the drain volume was 4590ml, which met iipv criteria (occurrence date (B)(6) 2012 at 14:24:38). No patient injury or medical intervention was reported.